Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the initial esheath, commander delivery system and sapien 3 valve were discarded and were not available for evaluation by edwards lifesciences. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. Review of the 3mensio report revealed tortuosity was present in the patient¿s access vessels. No photographs of the devices were provided for review. Since the complaint was not able to be confirmed, a lot history review and complaint history review were not required. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per IFU and training manuals: caution should be used in vessels that have diameters less than 5.5 mm or 6mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively, use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When advancing the delivery system into the esheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the delivery system undergoes multiple 100% inspections by manufacturing and quality. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaint for sheath shaft ¿ kinked, bent was not able to be confirmed due to the unavailability of the device. Without the device, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of DHR and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. As stated in the complaint description, the valve and delivery system were not able to advance through the sheath because it was kinked in a tortuous access vessel. Use of the sheath in tortuous vasculature, if insufficiently straightened out with a guidewire, can cause the sheath to kink. Kinks in the sheath can introduce bend angles in the insertion pathway of the delivery system/thv, making it difficult to fully advance the delivery system/thv through the sheath. Although a definite root cause was not able to be determined, the available information suggests patient factors (access vessel tortuosity) may have contributed to the kinked esheath and difficulties advancing the valve and delivery system. The esheath / perclose interactions during the device withdrawal may have contributed to the femoral artery dissection and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, there was resistance advancing the delivery system through a kinked 16fr esheath in a tortuous iliac and abdominal artery. Upon difficult removal of the devices, a vascular injury was noted.  It was perceived that while withdrawing the valve/delivery system and esheath, the sheath caught on the perclose sutures and caused ¿a flow limiting dissection¿ in the femoral artery. A surgical cutdown and repair of the femoral artery was performed.  A second esheath was inserted along with a new valve and delivery system. New valve was implanted without complication.